Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the drill bit hit a kirschner wire and broke while the surgeon was drilling for a screw. The drill bit was retrieved and another drill bit was used without issue. All broken parts were remove from the patient. It is unknown if there is a surgical delay. Procedure and patient outcome is unknown. Concomitant devices reported: kirschner wire (part #unknown, lot #unknown, quantity #1). Unknown screw (part #unknown, lot #unknown, quantity #1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).